Manufacturer narrative:
Medical devices continued: dtba1d1 crt-d implanted (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.